Event description:
A mixup with one pt sample occurred on the stream lab analytical workstation. The streamlab incorrectly processed a pt sample as a sample that was previously in position on the same sample carrier. As a result, pt results identified as sample #042900040 were actually obtained from pt sample#042900041. Pt sample #042900041 results were correctly obtained from pt sample #042900041. The discrepancy in test results was recognized by the floor nurse. The original pt sample #042900040 was retested and correct results were reported. No adverse injury occurred due to the sample mixup. A unique set of conditions are required for the error to occur and the likelihood of these conditions being present is remote.

Manufacturer narrative:
The streamlab malfunction is attributed to a defect in the software, which may on rare occasions result in sampling the incorrect specimen. This rare occurrence is a single sample event and does not cascade to other samples being processed. Conflicting software routines in the streamlab may result in a very low frequency of missampling. Frequent loading a low number of samples on a streamlab which is in standby mode, and not using the streamlab centrifuge can result in sampling from the incorrect specimen. Review of data from the streamlab customer sites confirms the low probability of this error occurring.